Event description:
The hcp reported that a volume discrepancy was noted at refill. The expected residual volume was 4.3 ml; the actual residual volume wa 10 ml. The pt is asymptomatic. The pt has not heard any alarms. The pump has been implanted for 6.5 years. The pt is on a drug mixture of dilaudid and clondine 30.5 mg/ml at a dose of 9.68 mg/day. Reservoir volumes will be rechecked in 2 weeks to determine volume discrepancy.